Event description:
The customer reported that his insulin pump was beeping when he woke up. The customer attempted to remove the battery, but when he puts back the device keeps beeping. The customer also mentioned that the display was frozen. Then the customer re-inserted the battery and the device alarmed button error. The caller stated that the screen was frozen and was not able to clear the alarm. No further information was provided.

Manufacturer narrative:
No button response and button error alarms due to corroded keypad traces. The insulin pump was tested with a test keypad and no frozen display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.